Manufacturer narrative:
Follow-up #1: date of submission 04/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 9:00pm and the last bolus delivery was on (B)(6) 2016 at 7:50pm. A 9.4u bolus amount was reflected in both the bolus history and the total daily dose on (B)(6) 2016. The total daily dose of insulin added up and equaled the programmed bolus target. The pump performed the prime steps with no issues. The pump was exercised for 24 hours with no issues being duplicated. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the bolus history totals did not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.